Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the pt feels like the leads have moved for their stimulator. Pt is feeling stimulation down in pelvic area and it has gotten very painful. Pt said, it is in the right labia majora. They noticed it a couple months ago but not that big of a deal. Patient has always felt stimulation in the vaginal area, but used to feel it up inside vaginal area and now is feeling it down in the folds. It's been a while but all of a sudden the stimulation shifted downwards and it became painful. Pt is having bladder retention. Pt has gone up on the amplitude for a couple days to empty their bladder and then gone back down. Pt has been doing these actions for a couple months. Has tried to keep the stimulation as low as they can and still empty bladder. Bladder retention started maybe two weeks ago. The last few days has been really painful. Patient thought they should get in to see if they have a urinary tract infection. Patient called dr. Mues office and they said they can't get them in until december so they suggested pt call medtronic. Pt was laying down last night and rolled onto right sideand it was excruciating. Walked caller through checking setting. Pt successfully changed to a different program. Pt will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient's relevant medical history included patient messed up back end of october and had x-rays. Now issues in back and hip. Pt is wondering if hip thing is part of this. Redirected caller: pt's hcp.